Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported mobility, pain, fistula, bleeding and swelling.

Event description:
Mobility, pain, fistula, bleeding, and swelling were reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Patient is a smoker.